Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had no repair history. From the evaluation result of the device, no defects were found in the device that caused the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the reported event may have been caused by physical stress, chemical stress, or storage environment. -from the evaluation results of the device, it was confirmed that the coating on the insertion section had peeled off and that the insertion tube was scratched. -the instruction manual contains precautions regarding physical stress, reprocessing methods, and the storage environment of the device. -in similar cases in the past similar cases, it was surmised that the cause was physical stress / chemical stress / storage environment. The instruction manual states that the external surface of the entire insertion tube including the bending section and the distal end, should be inspected for irregularities. Therefore, the user can properly detect the reported event. In addition, the instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Therefore, the user can reduce / prevent the occurrence of the reported event by following the instructions in the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of (B)(4) and found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. Due to the perforation of the bending section rubber, the insulation resistance value at the distal end was out of the standard. The upward and downward bending angulations were out of the standard due to wear of the angle wire. There was a leakage due to the perforation of the bending section rubber. The electrical connector was corroded by a leakage. The control section was contaminated by a leakage. Olympus medical systems corp. (Omsc) confirmed that the insertion tube was scratched from the photos provided by (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.